Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Follow up with the physician found that they do not know what is going on. The patient has a vns, but needs a battery replacement. The patient had "one or two slight seizures" and the device is at end of service. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient reports approximately one seizure per month and that this represents a significant increase in seizures. It was reported that the patient finds that the magnet is effective in stopping the seizures and that overall she is feeling well and does not want any changes. The notes indicate that device diagnostic testing was within normal limits. The patient was referred for surgery. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.